Event description:
The customer stated, she was hospitalized for high blood glucose levels. That customer also stated, she had an infection. Troubleshooting revealed that the insulin pump gave an alarm prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.